Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder conformable aaa endoprosthesis and gore excluder aaa endoprostheses. A total of three stent grafts were implanted: one trunk ipsilateral leg and two contralateral legs. The trunk ipsilateral leg was deployed from a position that partially covered the left renal artery; however, no impact on renal blood flow was observed. Additionally, a type ii endoleak originating from the lumbar artery was observed via contrast imaging, but no intervention was performed. The physician decided to follow up with the patient. The patient tolerated the procedure. On an unknown date, during follow-up observation, aneurysm enlargement was observed, suspected to be caused by either a type ii endoleak or a type iii endoleak from the left limb. On (B)(6) 2025, a reintervention was performed. Although no type iii endoleak was observed via contrast imaging, an additional stent graft was deployed to line the junction between the trunk ipsilateral leg and the left contralateral limb (plc161000j). A type ii endoleak originating from the lumbar artery was still observed; however, cannulation was unsuccessful. An open surgical repair was scheduled for the following week. The patient tolerated the procedure. The physician¿s comment: ¿the aneurysm enlargement is considered to be caused by a type ii endoleak from the lumbar arteries. Endovascular treatment was deemed difficult, so I planned an open surgery for the following week.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.